Event description:
Following successful deployment of excluder bifurcated endoprosthesis devices, a small type I endoleak was detected on final angio films. At that point, the patient's condition changed and pt ultimately died of a myocardial infarction or a pulmonary embolism. The physician stated that he did not believe that the death was related to the excluder devices. No allegation of deficiency was made regarding any of the excluder devices placed in this case.